Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, when the generator was placed in the pocket, loss of ventricular capture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received